Event description:
Employee is a supervisor in environmental services who stated that after wearing the gloves, employee's hands broke out with bumps that were itchy and dry/crusty. Employee said this did not happen immediately upon donning the gloves, but was a delayed reaction. Employee could not remember an incident date or even a "ball park" timeframe. Initially employee tried a triple antibiotic ointment but it didn't help. Employee reportedly has latex problems, but went ahead and used this glove. Employee reportedly was not actually seen in the ER, but spoke to the ER dr. In the hallway. This dr. Prescribed 2 prescriptive ointments, kegoconazole 2% and augmented betamehasone diprotionate 0.5%.